Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia with blood glucose value of 35 mg/dl. The customer declined to troubleshoot for low blood glucose. Customer stated that insulin pump received change sensor alert and calibration not accepted alert. The insulin pump will not returned for analysis.